Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patients ipg was migrating and flipped inside the pocket site causing pain. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the ipg site was relocated to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.